Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer alleged that bg level was 0 mg/dl, however, bg level was not tested with a glucometer. Cause of low bg was unknown; however, customer indicated that settings adjustments were made to the pump to adjust for medications the customer was taking. The customer's husband administered a glucagon shot and subsequently the customer was hospitalized. Bg was treated with saline and antibiotics. Reportedly, the customer was released 5 days later with the issue resolved and no permanent damage.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: "blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) from (B)(6) 2019. Cgm alert 1 (cgm low alert) was annunciated multiple tubing fills were observed between (B)(6) 2019. Multiple temporary rates 200% or greater for 20 hours or greater were observed on (B)(6) 2019. Customer¿s total daily basal units were larger (28 units or greater) from (B)(6) 2019 compared to an average of approximately 11-12 units on most other days. User made bolus requests while still having insulin on board (iob). If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. It is possible the user¿s personal profile settings need adjustment. Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure."